Manufacturer narrative:
Neither the implants nor the drill bit were returned for investigation. Root cause attributed to patient's condition. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. Completion of the investigation relayed to zimmer biomet UK via etq. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Zimmer biomet complaint: (B)(4).

Event description:
It was reported that the patient had an initial shoulder arthroplasty on an unknown date in (B)(6). Subsequently, the patient was revised on (B)(6) due to patient condition. During the revision the tip of drill fractured while in use. Fractured part remains in patient. The drill bit is a legacy zimmer product.